Event description:
After a replacement, a full impedance check was conducted. This showed some out of range impedances. Specifics were not given. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).